Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that there appears to be an internal short in the power supply portion of the cable. The uspo2 is fully potted internally with epoxy therefore further analysis of this device is not possible through normal disassembly techniques. X-ray investigation revealed no visible anomalies. A potential short in the power supply module of the cable is causing the device to not function and the cable to become warm.

Event description:
It was reported that the spo2 stopped working. The customer then indicated that the nurses noticed the module, where the bic is located, heated up to the point that it was too hot to touch. The nurses then disconnected the cable to allow it to cool down and also replaced with a known good cable. The customer mentioned that this is about the third cable they have had heat up like this. It does not appear to have any liquid residue and was not being used near any liquid. A patient was being monitored but there was no harm to patient.